Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) that did not appear to capture. Upon review, the patient's rhythm had slowed prior to the delivery of atp, which then slowed the rate at which the atp was delivered. Additionally, the pacing pulses fell within some of the intrinsic beats, and some of the delivered paces occurred during the refractory period. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that the ICD stored an episode approximately two months later where multiple bursts of atp and multiple shocks were delivered. It was noted that this was a single chamber device, thus it was difficult to determine whether the delivered therapy was appropriate. The patient also experienced chest pain at ht time of the episode. It was noted that shock impedance measurements were within range from 80-90 ohms. Electrogram (egm) review suggested that the device operated as programmed, and the rhythm became a fast sinus tachycardia after successful quick convert (qc) atp was delivered. That may have been why the delivered shocks were unsuccessful in converting/slowing the rhythm. Technical services (ts) discussed troubleshooting options and programming considerations, if the clinic did not want therapy. This ICD remains in service. No additional adverse patient effects were reported.